Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the customer reported the beige colored plastic at tip of fenestrated bipolar forceps appears to be slightly burned/melted on the side. There was no report of patient involvement or no reported injury. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on 11/04/2024, the issue was found during central sterile processing department. There was no arcing noted. Unsure if the instrument was inspected. There was no harm to a patient. There are no video recordings or images of instrument in use.